Event description:
While treating a patient the device successfully delivered energy, made a loud pop sound, and then failed to charge energy. Complainant did not indicate that there was any adverse effect to the paitne due to the reported malfunction.